Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, a root cause cannot be determined. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4).this report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter (B)(4) and reported receiving a system error 2240 (air in line). The technical service representative explained the alarm. The home patient (hp) had disconnected and then reconnected. The hp will discard supplies and start over with new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.